Event description:
The product was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open and partially fired. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported the pt's condition is satisfactory.